Event description:
It was reported that during use of right ventricular (rv) lead the patient experienced lead perforation and pericardial effusion encountered. Perforation was observed by echocardiography and computerized tomography (CT) scan. It was also reported that the patient experienced sweating, and tremor caused by hypovolemic shock. The patient has stable vital signs as such treatment for perforation of the relevant lead will not be performed. The patient is free from infection disease. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.